Event description:
It was reported that during implant, the physician had difficulty tightening the setscrew of the device. The device was not used, and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. It was noted the set screw was loose/detached.